Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot 17521203 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a fistula procedure, customer inserted balloon over the wire, prior to inflating device, they noticed the hub was cracked. They did not inflate the balloon. They pulled it out and removed the device, unused. No adverse effects were caused to patient and the device will be returned for analysis. There were no anomalies noted when the device was taken out of the package. The device was not resterilized. The device was pulled from the packaging by the hub and no anomalies were noted at this time. The device was prepped following IFU instructions. There was no difficulty encountered flushing the sds. There was no difficulty encountered connecting the hub to the indeflator device. A hole in the balloon and a cracked hub was noted when prepping. The device was not used in the patient.

Manufacturer narrative:
As reported, during a fistula procedure, the customer inserted a 5x40mm 90cm saber balloon catheter over the wire. Prior to inflating device, they noticed the hub was cracked. They did not inflate the balloon. They pulled it out and removed the device unused. No adverse effects were caused to patient. There were no anomalies noted when the device was taken out of the package. The device was not resterilized. The device was pulled from the packaging by the hub and no anomalies were noted at this time. The device was prepped following IFU instructions. There was no difficulty encountered flushing the sds. There was no difficulty encountered connecting the hub to the indeflator device. A hole in the balloon and a cracked hub was noted when prepping. The device was not used in the patient. One non-sterile unit of a saber 5mm4cm 90 balloon catheter was received for analysis coiled inside a plastic bag. Per visual analysis, a cracked condition on the luer hub of the saber was observed. The unit was reviewed under vision system to inspect for any tool marks that could have caused the crack condition, and none were observed. The balloon was visually inspected, and no anomalies could be noticed. Water was applied to the catheter using a lab sample syringe and a leakage was observed in the hub of the saber received due to a crack in the hub. Therefore, the balloon inflation could not reach the balloon during the leak test. The unit was sent to sem analysis to determine the root cause of the hub crack. Sem results showed that the crack passed through the thickness of the hub. Transversal view of the fractured section of the hub showed a fracture pattern that presents evidence of plastic deformations along of the fractured surfaces, which is commonly found on tensile fractured surfaces. A device history record (DHR) review of lot 17521203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿luer hub cracked during use¿ was confirmed through analysis of the returned device. However, the reported ¿balloon- leakage¿ could not be confirmed since the leak test could not be performed successfully, and no anomalies were noted to the balloon during visual analysis. The exact cause of the hub crack and issues experienced could not be conclusively determined during analysis. Based on the information available for review, it is possible that handling factors during prep could have contributed to the hub crack reported as evidenced by the plastic deformations noted at the fractured surfaces. The plastic deformations found on the hub suggests that the proximal section of the hub was induced to an excess of force (tension) that caused the cracking on the hub. According to the instructions for use (IFU), which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Flush all devices entering the vascular system with sterile heparinized saline or similar isotonic solution. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system.¿ neither the product analysis nor the DHR review suggests that the event reported could be related to the manufacturing process. Therefore, no corrective/preventive actions will be taken at this time.